Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault-0xc2" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device data logs did not confirm the occurrence of the reported error. This report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.